Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital due to syncope and dizziness caused by loss of pacing or loss of capture. A lead fracture was later suspected, however, could not be confirmed as x-rays of the lead in some positions appeared to show that it was discontinuous and in others, it could not be confirmed. An attempt was made to explant the lead was unsuccessful, therefore, the lead was surgically abandoned. Additionally, the pacemaker was explanted and returned for analysis to ensure proper performance. The lead model and serial number is unavailable at this time.